Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 4/10/2013, test strips- 4/10/2013.

Event description:
On (B)(6)2013, the lay-user/reporter contacted lifescan (lfs) (B)(4) alleging that the onetouch surestep meter is giving inaccurate high readings compared to normal readings/feeling. The reporter could not provide any blood glucose readings involved during the event(s). The subject meter was use in the clinic setting with multiple patients. On (B)(6) 2013, the healthcare professional (hcp) used the subject meter on his patients. The subject meter was a spare meter and reportedly has not been used for over 6 months and was purchase over 10 years ago. The hcp started to use the subject meter after his current meter was out of battery. The reporter stated that the hcp was prescribing gliclazide (diamicron) based on the lfs meter readings and the hcp's patients subsequently were hospitalized for hypoglycemia after the prescribe treatment. During troubleshooting, the meter memory reportedly had results in sequential order of er6, er6, er6, 7.2 mmol/l (130 mg/dl), 5.4 mmol/l (97 mg/dl), 6.4 mmol/l (115 mg/dl), 9.4 mmol/l (169 mg/dl), er6, and er6. The subject meter was utilized with multiple patients. The subject test strips were in good condition and within the discard date. The test sample was drawn from an approve site. The hcp did not have any control solution to perform a quality test. This complaint is being reported because the patients required medical intervention after the healthcare provider prescribed diabetes medication based on the lfs meter readings.